Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device data found that the device completed both priming sequences and was deactivated by the user at pulse 62. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. The needle mechanism was reset to the not deployed state, and then manually deployed. The cannula did not retract during this test. The device was found to function as intended.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had partially retracted at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.